Event description:
C-clamp holding the screw/bolt on liner trial fell off sometime during trial reduction, and was found in the acetabular cup and removed from the pt, resulting in a 20-min extension of surgery time.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.